Event description:
Scope # (B)(4) was used with no signs of damage. It was sent out and then returned two days later with a label that stated "scope failed the leak test". We have all witnessed different carrier's handling the scopes in a very careless manner. The scopes leave clinic in good condition and return damaged. Too many scopes have failed a leak test this year (6?). This is a concern regarding both the care, transportation, and possible sterile processing of equipment. We recently had another scope, that was not used, not had not failed a leak test, go out to be cleaned and failed the leak test. Also, based upon this, the scope was sent in the afternoon but didn't get processed by spd until more than 24 hours later.